Manufacturer narrative:
Other relevant device(s) are:stealthstation os support package and ssd 9735999 with s8 os s8 svc. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when the medtronic representative (mr) plugged in a usb to download logs, he received an error of being unable to write to logs. Technical services (ts) had the mr move the usb to another port (same issue). They has the mr log out of the stealthadmin account and restart system, after restarting the system, and logging back in (without usb inserted) the system showed the error "error attempting to write to lower page" with an "ok" button, every time he clicked this, it continued to display the error. The mr restarted the system, upon restarting, the system went into the grub menu state, additionally, the top usb ports were no longer responding. The mr restarted the system once again and connected the keyboard on the side usb port (which worked). Worked through grub and used "I" unsuccessfully, had to use "f" to bring the system to a functional state. There was no patient present when this issue was identified as the site was about to wheel the patient in.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that instance is tracked through software anomaly tracking database references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
The mr verified that the hard drive replacement was not needed as the issue did not happen again after this initial issue.